Event description:
An 80 year old male with an indication for use of impella support for acute myocardial infarction with cardiogenic shock (ami/cgs) presented in scai stage d prior to support. During support, the patient developed a hematoma at the right groin access site. The reported hematoma appears to be an access site¿related complication, which is a known risk associated with femoral arterial cannulation. No allegation or deficiencies were noted by customer. No device involvement has been identified based on the available information. The patient survived explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D6b explant date was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the access site adverse event was not determined due to insufficient clinical details.